Manufacturer narrative:
(B)(4)18 - this lead was capped on (B)(6) 2017; a proximal portion was explanted and returned for evaluation. The implantable cardioverter defibrillator (ICD) and a fragment of the lead were received and subjected to an extensive analysis. Upon receipt, the ICD was interrogated, revealing the battery status bos, five charging cycles were recorded to the device memory. The memory content of the ICD was analyzed. The inspection of the trend data revealed a documented shock impedance of < 25 ohms on september 24, 2017. The data further showed fluctuating values of the shock impedance measurements during the follow-up on december 12, 2017 with one value of < 25 ohms. In a next step, the impedance measurement functions of the device were tested and proven to be fully functional. Further, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level and the charge time was as expected. There was no indication of a device malfunction. The lead under complaint was found cut approx. 17.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The analysis revealed a rubbed through insulation 10.5 cm distal to the is-1 connector pin. The coating of the conductor cable to the rv shock coil was found damaged in this region. This damage can be considered as the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 104 months after the implantation the shock impedance measured during the follow-up was out of range (< 25 ohms).